Manufacturer narrative:
The reported event has been confirmed manufacturing related and is being investigated by capas 12866756 & 12474528. Received (5) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4778. The third photo provides an enlarged view of the catheter balloon, confirming the presence of a rupture. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4778. Visual inspection noted the catheter balloon had ruptured measuring 0.3325. Further inspection noted the balloon had no missing pieces. This is out of specification per inspection procedure which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre test there was sterile water leak was found due to balloon rupture of the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test there was sterile water leak was found due to balloon rupture of the foley catheter.